Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set tubing broke below the drip chamber and leaked out tpn solution. The following information was provided by the initial reporter: "tpn tubing leaking below chamber. A breakage was found in the tubing, with tpn solution pouring out as writer was trying to fill the buretrol and chamber as it was empty. Tpn was stopped."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set tubing broke below the drip chamber and leaked out tpn solution. The following information was provided by the initial reporter: "tpn tubing leaking below chamber. A breakage was found in the tubing, with tpn solution pouring out as writer was trying to fill the buretrol and chamber as it was empty. Tpn was stopped."

Manufacturer narrative:
Lot number reported as unknown, potential lots found from the smart site ids. D4: medical device lot #: 21095094 d4: medical device expiration date: 02-sep-2024 h4: device manufacture date: 02-sep-2021 d4: medical device lot #: 21095095. D4: medical device expiration date: 04-sep-2024. H4: device manufacture date: 04-sep-2021. H6:. Investigation summary the customer reported that tubing broke below drip chamber and returned one used sample of material 10015012. The sample was clearly separated at the drip chamber, and the complaint is verified. The drip chamber and tubing appeared to be cut or torn apart, and had evidence of jagged edges between the two. Manufacturing provided further investigation on the failure, and found the root cause to be excess solvent and poorly coiled product. A quality notification was issued 03/29/2022 to inform the necessary personnel about the issue. Lot number reported as unknown, potential lots found from the smart site ids. A device history record review for model 10015012 lot number 21095094 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.